Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the patient was needing to find a new physician and his current healthcare provider (hcp) had been convicted and was no longer his hcp. It was noted his pump and catheter needed to be replaced. His pump had a motor stall, which was confirmed on the print out. It was noted his hcp had told him he should have the catheter replaced as well to avoid any ¿cysts¿ that could potentially form. No interventions were mentioned. The patient was left without an hcp and was having issues dealing with insurance. He would like to know what hcp would help him with this. The patient was in so much pain now that the pump had been turned off, but this statement was corrected, and the patient reported it was never turned off, but that he had been in pain since his pump started alarming on (B)(6) 2017. The patient was trying to establish a new hcp and requested physician listings again as he had lost his previous listings. Additional information was received from a consumer indicated the pump contained fentanyl [250 mcg/ml] at an unknown dose, hydromorphone [10 mg/ml] at an unknown dose, and bupivacaine [8 mg/ml] at an unknown dose. It was clarified the patient¿s pump started alarming on (B)(6) 2017. The patient stated he had his third pump for 5 years. At this time, the patient stated he really wasn¿t paying attention to the alarm, so it ¿may¿ have been going off every 4 hours, but he started paying closer attention to the alarm and reported that the alarm was going off every hour. The patient stated that the low reservoir alarm date was (B)(6) 2017. The patient wanted to know how much time he had left. The alarm sounds were consistent with pump alarms. The patient was hearing a two-toned alarm and it was ¿definitely¿ not the non-critical alarm that he heard. The patient was thinking it was the critical alarm that he heard (though the patient was not certain) because the alarm he heard had ¿at least two beeps¿. The alarm he heard did change in tone. The patient stated that he was scheduled with the health care provider (hcp) on (B)(6) 2017, but said he would reach out to the hcps office as soon as he could. Additionally, it was noted that the alarm was going off every hour. The patient was a retired dentist and had some really horrible surgeries. The patient said his doctor was abandoning him. The patient's insurance had approved the surgery he needed but something was wrong with the doctors credentials. The doctor did not examine the patient and he had read bad stuff about him. The patient was running out of time with his insurance. The patient had excruciating pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for malignant pain and spinal pain. It was reported that there was an active alarm. An alarm was heard, but there was no clinician programmer available. They could not do troubleshooting due to lack of access to the product. The caller wanted to reach a manufacturer representative (rep) to silence the active alarm. The caller was transferred to get in contact with a rep. It was reported that the patient was experiencing increased pain. The issue had been occurring for ¿some time.¿ the caller does not know hcp information. The caller mentioned patient has been having insurance issues. There were no further complications reported/anticipated. Additional information was received from the manufacturer representative (rep) on sep 26, 2018. The rep confirmed it had multiple stalls starting back in (B)(6) 2017 and the last stall occurred in (B)(6) 2018. The rep was provided pump off code for today's date ((B)(6) 2018)) to allow them to silence the alarm permanently. There were no further complications reported/anticipated.